Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. The pump also had a corroded motor home switch. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that her son jumped in the pool with his pump and now it does not work. Caller stated that the pump is completely dead. Caller stated that the pump display went blank immediately after the pump was exposed to moisture. Caller was advised that the pump will need to be replaced. Caller was advised to discontinue use of the pump and to revert to a back-up plan.